Event description:
Procedure: low anterior resection. Reportedly, the surgeon activated the device on the mesorectum, completion tone sounded therefore, the surgeon cut the tissue, but the tissue was not sealed properly. Blood-oozing occurred, so another hand piece was used to treat the inadequate seal.